Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that kinks were present in the wire. Measuring from the distal tip of the j-curve end, kinks were present at 13.8 cm and 66.5 cm. The distal weld was intact; however, coil elongation was present, which confirmed that the weld connection had separated from the safety wire within the coil. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was discovered during the investigation of a device returned by the international customer that portions of the guidewire were separated. The circumstances surrounding the handling and usage of the device which precipitated the separation of the wire were not reported. The issue was discovered during a product investigation; accordingly, the product has already been received, and as of the date of this report, the investigation is still in progress.